Event description:
It was reported that the procedure was to treat a common carotid artery. The emboshield nav 6 was successfully deployed. However, when the catheter was removed over the wire after deployment, the filter was pulled back at the same time and dragged though the vessel and across the lesion in the common carotid. Another emboshield nav 6 was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the reported information, the reported difficulties appear to be due to circumstances of the procedure. It is likely that the filter migration was the result of the filter inadvertently being pulled back with the catheter of the stent system. It is possible that the catheter tip was advanced too close to the filter causing the tip of the catheter to become stuck with the proximal end of the filter resulting in the filter being pulled back with the catheter during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.